Event description:
International affiliate reports that wear of the tip of the viper2 final tightener driver resulted in difficulty securing the screw head on the rod. That and difficulty in tightening screws with the viper2 x25 set screw inserter and inability to complete the procedure smoothly resulted in the increase of the operating room time and frustration of the surgeon. The combined difficulties along with the need to sterilize backup drivers for use resulted in a delay of forty five minutes while the patient was under anesthesia. The surgeon was finally able to secure the screws. The following mfg. Medwatch reports are being filed for the two drivers that were involved in the event: 1526439-2014-11608, 1526439-2014-11609.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual verification of the inserter tip confirmed that the driver was in good condition with the exception of the driver tip. Some of the teeth are worn or flattened. It was also noted that the head is twisted/bent to a degree that it deformed. A DHR search was conducted identifying the release of the device lot in 2 batches on 2/4/2011 and 3/19/2011. The driver was released accomplishing all quality requirements. A complaint trend analysis was conducted on the product code as no driver family exits. No systemic trend was identified requiring further action. While a definitive root cause cannot be determined a possible cause may be an unanticipated amount of force and torque applied to the head during insertion as indicated by the deformation of the head. As no issue has been identified in the manufacturing and release of the device and no systemic complaint trend can be identified the complaint file is being closed requiring no further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.